Event description:
It was reported that during bowel movements that patient was having cramping. It was further reported that the cause of the event was unknown. There were no abnormal impedances. The doctor had just seen the patient and they were fine. The patient thought pain was related to a uti. A urine culture was taken. The patient had had 100% success. The patient did not require hospitalization.

Event description:
It was further reported that the patient was still having concerns with their device or therapy. The patient had an appointment with their doctor on 2014 (B)(6) and they were not able to address the issues due to time constraints. The patient had not sought further help. It was noted ¿pain mgt: tens unit and sim electronic devises conflicting w pulse regulation questions¿ but it was unclear what this meant.

Manufacturer narrative:
Product ID 3093-33, lot# va0erq5, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).